Manufacturer narrative:
Date of event was changed to (B)(6) 2015: the journal article noted the events had occurred between january 2014 and may 2016, however, the sapien 3 approval date is (B)(6) 2015. As it is unknown if the event(s) occurred after the approval date. Additional information: ref. Mfg. Report numbers: 2015691-2017-03860, 2015691-2017-03861, 2015691-2017-03862, 2015691-2017-03863, 2015691-2017-03864, 2015691-2017-03866.

Manufacturer narrative:
Additional information was requested but was not forthcoming. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. As no additional information was provided, the exact source and timing of the infection cannot be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Bibliography: frangieh, antonio h., et al. "Standardized minimalistic transfemoral transcatheter aortic valve replacement (tavr) using the sapien 3 device: stepwise description, feasibility, and safety from a large consecutive single-center single-operator cohort." Structural heart 1.3-4 (2017): 169-178.

Event description:
As reported by the edwards affiliate in europe, a journal article titled, "standardized minimalistic transfemoral transcatheter aortic valve replacement (tavr) using the sapien 3 device: stepwise description, feasibility, and safety from a large consecutive single-center single-operator cohort", reported that post tavr procedure (date unknown) one patient developed endocarditis.